Event description:
I was having problems with vaginal atrophy post-menopause. This included painful intercourse, burning and incontinence. I was put on vaginal estrogen but was uncomfortable with some of the side effects. So my gynecologist, dr. (B)(6) of (B)(6) recommended the fem touch laser rejuvenation offered in the office of dr. (B)(6), dermatologist, in (B)(6). Since I was in real discomfort, I was excited about trying this highly recommended, drug free treatment. I briefly met with dr. (B)(6) who told me she had the procedure done herself with great effectiveness. I was told I needed 3 treatments, each costing (B)(6), however, if a newer technician (intern) did the last 2, they would cost (B)(6). So I paid a total of (B)(6) out of pocket. I was told there would be slight discomfort but no real pain. That was not true - it was quite painful and no topical anesthetic was used. Although I was reluctant to go back for the second and third treatments (on (B)(6) 2017 and (B)(6) 2017), I felt like I'd be wasting my money if I did not go through the whole process. There has been absolutely no improvement from the treatments and if anything, my symptoms got worse. I am now back on vaginal estrogen which is what I was trying to avoid in the first place. Fem touch vaginal rejuvenation was a waste of money and I live with the concern that it caused permanent damage. I'm also embarrassed that I fell prey to the whole marketing and sales pitch when I researched fem touch prior to having the procedure done.